Event description:
Home health nurse reports pt developed some pain in her lower back and hips. Husband wanted infusion stopped for about 15 minutes then restarted. "We stopped the infusion by turning the pump off. When we tried to restart the infusion, I turned the pump back on and let in go through the warm up cycle. When I hit the run key, the pump would not start. We tried turning it off and on several times. I even replaced the batteries. The pump would not run, we ended up stopping the infusion early due to side effects. I offered to slow down the rate but husband wanted it stopped. She had about 50ml of ig left in the bag. I called the md office and will document. Husband feels the side effects are related to the rate, however, she received her infusion last month at the same rate and tolerated it without any problems." No clinical adverse effects were caused by the pump malfunction, pump is available to be returned. Pt was unable to complete therapy. Unk when pump malfunction occurred. Serial number (B)(6) reported. No add'l info was provided. Reported to (B)(6) by health professional.